Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation of the icm, asystole episodes were detected due to loss of contact. The device sensitivity was reprogrammed and the r waves were detected.